Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had high impedance on electrode two, and the other device electrodes were normal. The reporter stated that it was hard to say if the patient was getting therapeutic benefit because the patient had been 'kind of deteriorating' for a while. The reporter stated that the patient's right side being treated by the device was worse than the left side being treated by another device (see MFR. Report 3004209178-2013-04693). The reporter stated that the patient had a couple of falls after the implantation of the device, but the patient's wife didn't think he fell on his head. The device was replaced. Additional information has been requested but was not available as of the date of this report. See MFR. Report 3004209178-2013-04689 regarding the replacement device.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3389-40, lot# j0118393v, implanted: (B)(6) 2001, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).